Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient was in a motor vehicle accident on (B)(6) 2016 and after the accident, their pain got worse. The patient stated that the pain keeps them up at night. The patient also mentioned memory issues/confusion after the car accident. The patient reported that their doctor gave them injections in their lower back, but they didn¿t work for the pain. The patient reported that they met with a manufacturer representative and discovered that the ins was depleted due to normal battery depletion and the ins was replaced on (B)(6) 2017. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient repeated that he had a car accident and almost died. Additional information was received from manufacturer representative on 2017-12-07. It was reported that the patient had ins replacement because of an overdischarge event. No further information was reported regarding the overdischarge event, but it was previously reported that the ins was replaced due to normal battery depletion on (B)(6) 2017. No further complications were reported.